Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis was unknown. The patient had not yet recovered. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14b09035 and h14c09017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot numbers h14b09035 and h14c09017. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.